Event description:
The report states that in 2001, pt underwent an l5-s1 instrumented bilateral posterolateral fusion with the iliac crest bone graft and pedicular instrumentation. Sutures were used to close deep tissue layers. Post operatively, the pt developed deep surgical wound infection.